Manufacturer narrative:
Reference ID: (B)(4) the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that an artifact on the skyplate detector could not be cleared. The device was in clinical use at the time of the event, and no harm occurred to the patient or user. Additional information later confirmed that the detector had been dropped. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and confirmed that detector had been dropped which resulted in image artifacts. Attempts to perform gain calibration were unsuccessful, and the detector test also failed. The fse replaced the damaged detector with a new one. Calibration of the replacement detector was successfully completed, and the system was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that an artifact on the skyplate detector could not be cleared. The device was in clinical use at the time of the event, and no harm occurred to the patient or user. Additional information later confirmed that the detector had been dropped.